Event description:
It was reported that during a pph procedure, the stapler did not sound as usual when the surgeon fired the instrument. The stapler cut the tissue well, but the stapling went wrong. The surgeon did not obtain a complete donut at the end. Put some points of suture to do the anastomosis. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.